Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of reay0782 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported on (B)(6) 2017 that the peel apart sheath failed to pull apart during PICC insertion. There was no reported patient injury.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the sheath could not be split apart was confirmed and determined to be manufacturing related. One 5 fr x 10cm microintroducer was returned for investigation. The sheath had not been peeled. A microscopic examination revealed material between the two tabs. Skiving was not present as compared to a non-complaint sample. A functional test revealed that the wings were difficult to split apart. The complaint sample was forwarded to the manufacturing facility for further review.

Event description:
It was reported on (B)(6) 2017 that the peel apart sheath failed to pull apart during PICC insertion. There was no reported patient injury.